Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image disturbance and lines in the image, poor image color quality, image noise, and a leak in the cable unit. A definitive root cause could not be identified. However, based on the results of the investigation, it is likely that the malfunction was caused by a component failure, which most probably led to the abnormal image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had abnormal image. The issue was found during set up / inspection for use. There were no reports of patient involvement.